Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse verified the problem and replaced drv board. Fse then ran several tests operating displane. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was drv board failure.

Event description:
On (B)(6) 2016, a customer reported d lane mixer over-run error 4093 with their aia-900 analyzer. The customer is unable to run bhcg, e2, lh ii, and prog ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, e2, lh ii, and prog ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.